Event description:
The customer reported that the pump battery was depleting too quickly, with the daily depletion observed to be around 50%. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down, and insulin delivery remained uninterrupted. Technical support decided to replace the pump, ensuring continuous insulin delivery by instructing the customer to use the current pump until the replacement arrived. The customer was also guided on how to put the pump into storage mode before returning it using a prepaid label.